Manufacturer narrative:
Deflation of unilateral left breast implant, will replace bilaterlly. Visual inspection: identified no damage. Pressure testing identified two breaches measuring approximately 1mm in length, which are located on the anterior surface approximately 8mm from the valve strap at the 11 o'clock position_(when the product was held in such a position that the brand name was upright and horizontal). Microscopic examination (x10) of the breaches identified cellar initiation points which are indicative of mechanical trauma. As no lot no. Was provided it was not possible to review the product history sheet (mr004) to confirm if the product was manufactured within specifications. Conclusion: the breaches are not manufacturing faults.